Event description:
Stryker mandibular distraction device placed on (B)(6) 2015. Device was thought to be working ok, but pt remained admitted due to other unrelated conditions. The device activation screw had apparently been slowly reversing on its own, and progress of distraction had been lost. Pt taken back to operating room. Caused longer and high acuity care than originally necessary. Stryker, device MFR, has been made aware.